Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings, priming anomaly and hospitalized low blood glucose readings from the insulin pump. The customer's blood glucose was 600 mg/dl. The customer treated with an injection. The customer stated that he had surgery today and suspended the pump. The customer mentioned that he changed his set three times and there was a no delivery. The customer's current blood glucose reading is 561 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.